Manufacturer narrative:
Additional information: an unknown cup was also listed in this report. An event regarding pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remains implanted. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "I have seen the info for this patient with severe lateral thigh pain at 3-months post accolade-ii implantation. There are x-rays early post and at 3-months post implantation but they do not show any problem with the arthroplasty. Component size and position are very adequate while no changes at 3-months are evident to hint at any potential problem. No loosening or other issue. No other clinical information is available. No procedure related factors are evident but the cause of the problem is also not readily evident and cannot be established with the current limited information. An x-ray comparison postop and at 3-months shows no difference and no problems. More info is required to solve this case." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided x-rays by a clinical consultant concluded, "no procedure related factors are evident but the cause of the problem is also not readily evident and cannot be established with the current limited information. An x-ray comparison postop and at 3-months shows no difference and no problems. More info is required to solve this case." Further information such as patient demographics, primary operative reports, past/clinical medical history and follow up reports are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported patient is experiencing severe pain, lateral thigh as well as limping.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient is experiencing severe pain, lateral thigh as well as limping.